Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was 144 mg/dl. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support.